Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: right ovary/migration of essure device location of device: ovary") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, gestational diabetes, premature birth, spondylosis and spinal column stenosis. Concurrent conditions included morbid obesity. Concomitant products included diazepam (valium) from 2012 to 2016, hydrochlorothiazide since 2013, hydroxyzine since 2015, medroxyprogesterone acetate (depo-provera) from 2012 to 2015 and pantoprazole since 2014. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressed / psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), anxiety ("anxious"), menopause ("hormonal changes describe: menopause"), abdominal pain ("right abdomen pain"), polycystic ovaries ("ovarian cyst syndrome") and abdominal pain lower ("lower abdomen pain"). The patient was treated with estrogen nos (estrogen), ondansetron (zofran), iron, antibiotics, surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, ovarian perforation, device breakage, dysmenorrhoea, dyspareunia, anxiety, depression, menopause, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain and abdominal pain lower outcome was unknown and the polycystic ovaries had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 286 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Ultrasound scan vagina - in 2015: breakage of essure device and migration of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), ovarian perforation ("perforation (other) please describe and state the location of the perforation: right ovary/migration of essure device location of device: ovary") and device breakage ("device breakage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, gestational diabetes, premature birth, spondylosis and spinal column stenosis. Concurrent conditions included morbid obesity. Concomitant products included diazepam (valium) from 2012 to 2016, hydrochlorothiazide since 2013, hydroxyzine since 2015, medroxyprogesterone acetate (depo-provera) from 2012 to 2015 and pantoprazole since 2014. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depressed / psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), fatigue ("fatigue") and weight increased ("weight gain"). In october 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia"), anxiety ("anxious"), menopause ("hormonal changes describe: menopause"), abdominal pain ("right abdomen pain"), polycystic ovaries ("ovarian cyst syndrome") and abdominal pain lower ("lower abdomen pain"). The patient was treated with estrogen nos (estrogen), ondansetron (zofran), iron, antibiotics and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, ovarian perforation, device breakage, dysmenorrhoea, dyspareunia, anxiety, depression, menopause, menorrhagia, vaginal haemorrhage, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, vaginal discharge, fatigue, weight increased, abdominal pain and abdominal pain lower outcome was unknown and the polycystic ovaries had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menopause, menorrhagia, migraine, nausea, ovarian perforation, pelvic pain, polycystic ovaries, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 286 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Ultrasound scan vagina - in 2015: breakage of essure device and migration of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added per pfs: hormonal changes describe: menopause, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infections, bladder or urinary problems or changes, migraines / headaches, nausea, device breakage, pain, vaginal discharge, fatigue, weight gain, perforation (other) please describe and state the location of the perforation: right ovary and migration of essure device location of device: ovary, ovarian cyst syndrome. Lab data , historical condition and concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.